Manufacturer narrative:
Part number has been updated.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision of the lgn cr tibial insert was performed approximately 5.5yrs post implantation for a painful, stiff left total knee (ae#1). Per the sae crf, the pain and stiffness were ¿due to patient noncompliance to pt¿ per the surgeon, which does not suggest a mal-performance of the component. Based on the limited information provided in the crfs, the root cause of the event was reportedly the noncompliance with physical therapy. The patient impact beyond the reported pain, stiffness and subsequent revision could not be determined, although as of 9/10/2020 the patient outcome was ¿recovering/resolving¿. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes could be alignment, fit/size of device used or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2020 due to severe left knee stiffness and pain in the patient. The tibial insert was revised and explanted from the patient. The patient is still recovering from the surgery. Initial surgery in the left knee was performed on (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.